Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a shorted u730 op amp on the distribution node pca. The root cause for the shorted u730 op amp could not be positively identified. No adverse event resulted from the damage electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.